Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received an unknown drug (device implant query indicated the drug at implant was unknown morphine) in an implantable pump for non-malignant pain and failed back surgery syndrome. All three of the patient's pumps "went bad." When asked about the first pump, the patient could not remember what happened. There were no symptoms reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.